Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated they lost stimulation therapy for the foot with the implant. The patient noted that they should have gone with paddle leads that are surgically implanted to avoid the lead moving or slipping. However, the patient never confirmed if that was what happened to their lead. A revision occurred on (B)(6) 2016 and they moved a wire on the patient's spine.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
A consumer implanted for non-malignant pain and failed back surgery syndrome reported they were having surgery on (B)(6) to lower one of the leads because for the last 10 months they didn't feel stimulation where they had the most pain, in the right foot. It was noted the consumer felt stimulation in their legs, but not their foot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their leg and foot having been hurting for awhile and that they were in so much pain. The patient stated that they had a lead revision in (B)(6) of 2017 to try and get stim to their feet but it was unsuccessful. The patient noted that they used to go to their doctor every month to try and program stim to their feet and that now they go every 3 months, but they still don't have foot stimulation. The patient stated that they had foot stimulation during the ins trial. The patient also mentioned that their hcp told them that they might need another ins on the other side of their body to get stim to their feet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.